Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer received a blood glucose reading of 497mg/dl on the contour xt meter, re-tested on a different meter and the reading was 228mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are expected to be returned for evaluation.